Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the table shift occurred during the initial pull back with axial images. It was reported that the account believed the software of the thermal therapy system to have functioned as designed. Additionally, when lining up the second fiber, there was precaution taken with the table past the iso-center then reverting to center. The second fiber aligned across multiple pullbacks.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ablation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: m450001b015, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation, images could not be aligned following a ge table switch. It was reported that the site continued with the procedure despite the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.